Event description:
It was reported that during a surgical procedure, the neptune rover displayed error messages which resulted in a 10 minute surgical delay. A backup neptune rover was used to successfully complete the procedure. It was further reported that due to this event, the start of the next scheduled procedure was delayed by 30 minutes. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The technician discovered an issue with the internal transducer rod assembly, which caused the device to display error messages on the user interface. The rod assembly was replaced and the rover was returned to use.